Event description:
Second revision surgery - stage 2 revision; the surgeon removed the components and the new components were replaced. Reference first revision (B)(6), date of surgery (B)(6) 2013.

Manufacturer narrative:
The reason for the revision surgery was due to an infection. No information was submitted with the complaint regarding any pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The device and its applicable concomitant devices were verified to have gone through an acceptable sterilization process and were within their respective expiration dates at the time of use during the previous surgery. The root cause of this complaint was reported as possible infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection.